Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump reset itself and alarmed with a radio frequency test failed alarm. The patient's blood glucose at the time of incident is unknown. The customer stated that the pump was working normally and that there had not been any issues before the recent alarm. Troubleshooting was initiated for the radio frequency test failed alarm. The customer performed the self test on the pump and the device passed, but the radio frequency test failed alarm interrupted the self test. The customer was advised to monitor the pump. No products were returned or shipped.